Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 04-aug-2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported via FDA medwatch / FDA user facility report number mw 5110600 the following:on (B)(6) 2022, a dobhoff using cortrak machine (manufacturer avanos medical, model cortrak 2) was placed into the patient's right outer lower thorax. The tube was subsequently removed and patient had a pneumothorax, chest tube placed immediately after/same day. On (B)(6) 2022 chest tube was removed, on (B)(6) 2022 patient was discharged to skilled nursing facility.

Manufacturer narrative:
A retrospective review confirms report 3011270181-2022-00057 is duplicate of 3011270181-2022-00054. No further information will be submitted for complaint (B)(4), reference 3011270181-2022-00057. All information reasonably known as of 11-aug-2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.